Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) approximately one day post implant of a leadless implantable pulse generator (ipg). It was reported that movement of ipg was noted. It was suspected the vt was triggered by the ipg compressing the left anterior descending artery on some scar tissue. It was suspected that the proximal retrieval knob of the ipg generated some mechanical stimulation to the myocardium. The ipg was explanted and replaced with an implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.